Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via vein antegrade approach. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified forearm. After a guide wire crossed the lesion, a 6.0mmx40mmx80cm sterling¿ balloon catheter was advanced for dilatation. However, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter and blood flow was recovered. No patient complications were reported.